Event description:
It was reported that patient presented in ER after receiving inappropriate shocks due to noise oversensing. All lead related measurements were normal. Device will be reprogrammed. Further lead tests including diagnostic image were discussed.

Event description:
New information provided indicated that diagnostic imaging was later performed and no anomalies were found. The lead was replaced.